Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual evaluation: the device was returned. The delivery pusher catheter was kinked approximately 51.8cm from the proximal end of the pusher handle. It is likely that the kink occurred during shipping as it was not reported by the user. The filter was received partially deployed inside of the storage tube. The pusher wire was detached from the pusher catheter. It is unknown when the pusher wire was detached from the pusher catheter, as it was not reported by the user. No other anomalies were identified. Performance evaluation: the filter was manually removed from the distal end of the storage tube. All 6 arms and 6 legs were present and intact. The storage tube showed no signs of skiving. No anomalies were identified. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: no medical records, images or photos were provided; therefore, a review could not be performed. Conclusion: the complaint investigation is confirmed for the filter failing to advance from the storage tube into the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, the IFU provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the storage tube into the deployment sheath; therefore, the filter and deployment system were exchanged for a new vena cava filter system that was prepped and deployed successfully. There is no reported patient injury.